Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became stuck to the guide wire. The 90% stenosed target lesion was located in the calcified and severely tortuous shunt vein. This 18 x 135 cm transend guide wire and an unknown balloon catheter encountered resistance when the balloon catheter was being removed. The transend guide wire and the balloon catheter were removed as one unit. The procedure was continued with another transend guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).